Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu2830 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while trailing huber needles, the clinicians had a few leaks at the y-site hub as they are flushing at the end connection. The blue center of the hub pops out a little and it leaks. The facility said they are unsure if it is due to pressure or another factor but stated their concern for patient and staff safety if it were to happen with chemo instead of just saline.

Event description:
It was reported while trialing huber needles, the clinicians had a few leaks at the y-site hub as they are flushing at the end connection. The blue center of the hub pops out a little and it leaks. The facility said they are unsure if it is due to pressure or another factor but stated their concern for patient and staff safety if it were to happen with chemo instead of just saline.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking valved y-site was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 20ga x 1¿ ez huber safety infusion set. The safety mechanism was engaged. An arrow was drawn on the photograph pointing to the proximal luer adapter. A circle was drawn around the valved y-site. No leakage from the y-site was evident in the submitted photograph; however, the sample could not be thoroughly examined or functionally evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.